Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the date has been corrected. Preliminary analysis of the returned device evidenced operation in accordance with specifications.

Event description:
During an implant attempt of the subject pacemaker, the physician reported that proper connection of the ventricular lead was not possible, since clicking of the associated torque limiting screwdriver could not be obtained. After a second unsuccessful attempt, the atrial lead was disconnected, and another pacemaker was implanted instead.

Event description:
During an implant attempt of the subject pacemaker, the physician reported that proper connection of the ventricular lead was not possible, since clicking of the associated torque limiting screwdriver could not be obtained. After a second unsuccessful attempt, the atrial lead was disconnected, and another pacemaker was implanted instead.

Event description:
During an implant attempt of the subject pacemaker, the physician reported that proper connection of the ventricular lead was not possible, since clicking of the associated torque limiting screwdriver could not be obtained. After a second unsuccessful attempt, the atrial lead was disconnected, and another pacemaker was implanted instead.